Manufacturer narrative:
A non-sterile orbit rdfl complex standard was received coiled inside of plastic bag. The hypotube of the orbit was inspected and it was found broken at 148 cm from the hub (next to a severe kink), additionally, several kinks were noted throughout the proximal broken part of the hypotube. The introducer was unzipped, attached to the distal broken part of the hypotube, it was found stretched. The support coil and gripper were inside of the introducer, while the coil was in good condition and partially outside from the introducer. Some waves were found on both products but apparently can occur during the handling of the units when this was returned for evaluation. The two pieces of the hypotube were inspected under microscope; the evidence shows that the hypotube was kinked before breaking occurred. The embolic coil and the gripper were also inspected under microscope, and both were confirmed to be without damages. The od from the delivery tube was measured and was found within specification. No functional test could be performed due to the returned condition of the device (broken hypotube). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ''impeded in micro'' could not be evaluated due to the returned condition of the device. The failure reported by the costumer as ''damaged-in patient'' was confirmed, the hypotube was found broken, and evidence suggests that it was kinked before breaking occurred. The cause of the kinks could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages from leaving the facility. The found damages appear to be procedural or handling related; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization procedure of a pcom artery aneurysm, the orbit rdfl complex standard coil ((B)(4)) was difficult to advance via 1/3 of the shaft of the unknown (mc) microcatheter, and then the device could not be withdrawn. Then, the coil was removed with mc as a unit, and the guide wire of coil delivery system was damage. The device was changed to another one to complete the procedure. The target site was not lost due to the event, because a jailed technique was used during the case. After the event, no other damages were noticed on the microcatheter, and a constant and dedicate saline source was utilized at all times. The microcatheter was re-shaped prior to use, with the shaping mandrel, steam and without any damages. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc or microcatheter, and the coil remained attached to the delivery system. The microcatheter is going to be returned for analysis. The product was not being use during a clinical trial or post market study. There was no reported adverse event, and an event or product problem outcome was not reported. This was a single-use device that was not reprocessed or reused on a patient. The product will be returned for analysis.

Manufacturer narrative:
During an embolization procedure of a posterior communicating (pcom) artery aneurysm, there was difficulty advancing the orbit rdfl complex standard coil (638cs0824/ 15514385) 1/3 of the way in the unknown microcatheter (mc); the orbit system then could not be withdrawn from the mc. The coil was removed with the mc as a unit and the coil delivery wire was damaged. The device was changed to another one to complete the procedure. The target site was not lost due to the event, because a jailed technique was used during the case. After the event, no other damages were noticed on the mc, and a constant and dedicate saline source was utilized at all times. The mc was re-shaped prior to use with the shaping mandrel and steam and without any damages. After removal from the patient, other than the reported event, no other damages were noticed on any of the devices. There were no fractures/separations of the delivery system and the coil was not stretched. The coil remained attached to the delivery system. There was no reported adverse event, and an event or product problem outcome was not reported. This was a single-use device that was not reprocessed or reused on a patient. A non-sterile orbit rdfl complex standard system was received coiled inside of plastic bag. The hypotube of the orbit was inspected and it was found broken at 148 cm from the hub (next to a severe kink), additionally, several kinks were noted throughout the proximal broken part of the hypotube. The introducer was unzipped, attached to the distal broken part of the hypotube, it was found stretched. The support coil and gripper were inside of the introducer, while the coil was in good condition and partially outside from the introducer. Some waves were found on both products but it appears this may have occurred during the handling of the unit for return. The two pieces of the hypotube were inspected under microscope; the evidence shows that the hypotube was kinked before the breaking occurred. The embolic coil and the gripper were also inspected under microscope, and both were confirmed to be without damages. The od from the delivery tube was measured and was found within specification. No functional test could be performed due to the returned condition of the device (broken hypotube). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to insert and then withdraw the coil system from the unknown mc could not be evaluated due to the returned condition of the device. However, the od was within specification. The report of damage to the delivery system was confirmed. The hypotube was found broken, and evidence suggests that it was kinked before the breaking occurred. It was reported that the device was not separated in two pieces upon removal from the patient. The cause of the kinks and stretched condition of the introducer cannot be conclusively determined; however, based on the reported information, the analysis and the device history records there is no indication of a relationship to the manufacturing process. Additionally, inspections are in place to prevent these types of damages leaving from the facility. Although a definitive conclusion cannot be made, based on the findings of an undamaged coil, kinking of the delivery tube during advancement may have contributed to the reported inability to advance the device through the mc. The cause of the reported event appears to be related to procedural factors and the damages on the returned device to procedural or post procedural handling; therefore no corrective actions will be taken at this time.